Event description:
It was reported that when the nurse took the foley kit out of the outer wrap the foley catheter was out of the sterile wrap which was concerning for sterility of the pack.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), sure step intermittent catheter tray. Visual inspection of the sample noted the catheter was sticking out of the sterile wrap. No actions can be taken at this time since a root cause was not identified. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the nurse took the foley kit out of the outer wrap the foley catheter was out of the sterile wrap which was concerning for sterility of the pack.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.